Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp slipped during a procedure on (B)(6) 2018 which caused a laceration to the patient's head. Additional information received on (B)(6) 2018 indicated that the laceration was noted only after the drapes were removed. The wound was described as a left parietal scalp laceration which was approximately 1 to 2 inches long. Staples were then placed on the laceration and subsequently left open to air. The procedure was described as a decompression spinal cervical, left c4-c5 foraminotomy, c6-c7 decompression and bilateral for aminotomies. No surgery delay was reported.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. The device was manufactured in 2008; the unit is beyond integra's 7 years recommended life cycle. Complaint was not confirmed.

Event description:
N/a.